Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient had underwent a robotic right inguenual hernia repair. Six weeks later the patient's appendix was removed. Five weeks after the appendix removal, the patient had hives. The patient is complaining of hives and swelling in the extremities. The patient has had hives at various times and in various locations. They occur sometimes on the hands, and sometimes on the legs. Also, the patient experiences swelling. The swelling is diffused.

Manufacturer narrative:
(B)(4).